Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with a heart rate in the 30's. The pulse generator could not be interrogated and premature battery depletion was suspect. The device was explanted and replaced. No further information was available at this time.